Manufacturer narrative:
Per the request of the customer technical support (cts), the customer performed both assay qc and a system check. Qc failed out of range high and the system check failed due to multiple parameters out of specifications. The cts assisted the customer with verifying that there was adequate wash buffer supply, that there were no visible leaks and that there were no issues with the aspirate probes such as placement and/or peri-pump tubing attachment; no issues were noted. The cts then recommended that the customer change aspirate probes, perform a daily clean and another system check. After the new probes were installed the customer was able to obtain a passing system check, passing qc and a true patient result. (B)(4). Customer resolved the issue.

Event description:
A customer obtained non-reproducible accutni results above the ami cut-off for one patient with congestive heart failure (chf) on the laboratory's access analyzer. Subsequent testing of the patient's original sample and a new sample continued to produce elevated results above the ami cut-off (refer to the attached patient data summary table for details). After performing maintenance and obtaining a passing system check, the customer reanalyzed the patient's sample. Upon reanalysis, the results obtained were within the normal reference range. The customer stated that the patient was transferred to another hospital; however, this was done due to the fact that the patient had chf not due to the erroneous accutni result obtained.